Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink set disconnected. During an unknown process step, the IV would ¿fail due to the sterilization process and they just needed to remind their staff to tighten the hubs; however, even with that additional step added they continued to have issues and complaints¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.